Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump froze when blousing. The customer states they tried to replace battery, but the pump froze on time and date. The customer's blood glucose level at the time of incident was 198mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with frozen screen; the problem is isolated to the mother board. Unable to confirm keypad unresponsive and sensor anomaly due to frozen screen. The insulin pump had cracked reservoir tube lip noted.